Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the quik-combo therapy cable. Physio replaced the quik-combo therapy and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the quik-combo therapy cable and observed under x-ray that the apex wire is open, pulled apart, in the strain relief which caused the reported issue.

Event description:
The customer contacted physio-control to report that their device would not display ECG in paddles lead and the device would not charge or deliver defibrillation therapy. There was no patient use associated with the reported issue.